Event description:
Probe #1 froze in the patient. Unable to get temperature of the probe as low as the others. We then discovered the shaft was frozen all the way to the hub. Shut down probe.

Manufacturer narrative:
Confirmed shaft frosting due to vacuum failure. Physician reported no complications from probe failure.